Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly and no issues observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. The complaint was not confirmed.

Event description:
Customer reported receiving a lower reading from her adc freestyle libre sensor than a reading received on the built-in meter. Customer further reported that on (B)(6) 2018 she received a sensor reading of 43 mg/dl which was compared to a meter reading of 134 mg/dl. Customer noted she had believed she was in hypoglycemia based off the sensor result so she self-treated with unspecified treatment. Sometime later she experienced a seizure and was taken to a hospital. At the hospital, customer was diagnosed with dka (diabetic ketoacidosis) and was treated with intravenous insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a lower reading from her adc freestyle libre sensor than a reading received on the built-in meter. Customer further reported that on (B)(6) 2018 she received a sensor reading of 43 mg/dl which was compared to a meter reading of 134 mg/dl. Customer noted she had believed she was in hypoglycemia based off the sensor result so she self-treated with unspecified treatment. Sometime later she experienced a seizure and was taken to a hospital. At the hospital, customer was diagnosed with dka (diabetic ketoacidosis) and was treated with intravenous insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.